Event description:
The duodenovideoscope was returned to the service center with a report of water leak. This does not indicate an MDR reportable event. However, MDR reportable failure was found during testing at the service center. During inspection of the device, adhesive around light guide lens is peeled was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. The date of event is unknown. A supplemental report will be submitted if provided. Based on the results of the investigation, it is likely the following led to the malfunction is cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.